Event description:
It was reported that the implant was opened and a piece of hair was inside the sterile package. With no back up implants and the assumption that the hair was sterile, the head was implanted.

Manufacturer narrative:
Information received from a distributor who is not required to complete form 3500a. Eval summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package will lead to any infection or other bio-incompatibility. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.